Event description:
The initial reporter stated they received discrepant results for one patient sample tested with na (sodium) and cl (chloride) on a cobas pure c 303 analytical unit. The sample initially resulted in a na value of 158.1 mmol/l and repeated as 141.7 mmol/l. The sample initially resulted in a cl value of 121.3 mmol/l and repeated as 106.2 mmol/l. No questionable results were reported outside of the laboratory. The na and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
All solutions were replaced and washes including ise tube washing were performed. The field service engineer (fse) found the sipper was slightly bent and the sipper nozzle was worn. The sample probe and electrodes were replaced and cleaning was performed. Ise check and precision testing were run; all results were within range. The customer had no further issues after the service visit. The service actions resolved the issue. The specific cause of the event could not be determined.